Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by the customer on (B)(6) 2025 that the bleeding was found in the intra-aortic balloon (iab) catheter, suggesting a ruptured iabp pump balloon. Counterpulsation was immediately stopped, the machine was placed in standby mode, and the iabp pump was quickly removed. Pressure was applied to the puncture site for 15 minutes, followed by pressure bandaging with gauze. Investigation revealed that the catheter inside the iabp pump balloon had ruptured, causing balloon perforation and a small amount of thrombus formation within the balloon. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 based on the description, on (B)(6) 2025 at 00:12, the patient¿s iabp waveform suddenly changed, showing a sharp drop in counter pulsation pressure, triggering an alarm. Inspection revealed blood in the catheter, indicating a balloon rupture. Counter pulsation was stopped, the pump was removed immediately, and the puncture site was compressed and bandaged. The rupture was caused by a catheter break inside the balloon, with minor thrombus formation. Thanks to prompt removal, the patient remained stable with no life threatening complications. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.